Event description:
During preventative maintenance of the device, the user reported that ground reading could not be obtained. The field service rep discovered a molded connector plug on the power cord. The plug was replaced. Since the event occurred during preventative maintenance, there was no pt involvement during this event.